Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of filter turning black. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of filter turning black. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found a dark unknown contaminant and an unknown dust contaminant on the top enclosure and the front panel. An unknown dark contaminant was observed on the rear panel and the bottom enclosure. A keratin-like substance was observed on the blower box outlet and the blower seal and an unknown dust contaminant was observed on the blower box. The manufacturer also received humidifier and an internal visual inspection of the humidifier completed by the manufacturer and found an unknown contaminant was observed on the flip lid seal and the flip lid. An unknown dust contaminant was observed on the bottom enclosure and the dry box seal. An unknown hair-like particle was observed on the dry box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacture concludes multiple contaminates of dust, keratin, hair, and unknown contaminant found were inconsistent with the device and humidifier. The manufacturer concludes there was no evidence of sound abatement foam degradation.